Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received (patient weight is unknown).

Event description:
It was reported that the patient expired on (B)(6) 2023. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death is unknown.